Manufacturer narrative:
On 27-jan-2020, mentor received the suspect medical device. Device evaluation summary: according to the information reported, the patient experienced a rupture in the breast implant. During visual evaluation of the device, it was observed to be rupture, additionally a crease within the rupture was noted. The evaluation determined that the rupture is consistent with a crease/fold rupture. A fold or wrinkle rupture is a known inherent risk associated with the use of gel-filled mammary prostheses, and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. As stated in the product insert data sheet, creating wrinkles or folds should be avoided during implantation or other procedures as it can result in rupture in a later time. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient also experienced postoperative bilateral capsular contracture, baker grade unknown. During explantation without replacement surgery on (B)(6) 2020, the bilateral capsules were noted to be thickened, right implant was intact, and left implant was ruptured. This medwatch report is for the left-sided implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: implant removal. Concomitant medical products: 600cc smooth mentor memorygel breast implant, catalog # 3506001bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation revision with a 600cc smooth mentor memorygel breast implant has experienced postoperative left-sided rupture. Rupture was discovered during explantation without replacement surgery on (B)(6) 2020.